Manufacturer narrative:
This report is submitted on june 04, 2021.

Event description:
Per the clinic, the patient developed an infection and subsequently was treated with oral and topical antibiotics (date and duration not reported) however, the issue did not resolve. The patient underwent skin revision surgery and abutment removal under general anaesthetic (specific date no reported).